Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to operate properly. The field service engineer (fse) resolved issue by replacing the row cable, followed by replacing the t board, and finally replacing the retractor band. These actions restored the drawer functionality. The system functioned as intended after the field service engineer repaired the device.